Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 500 mg/dl. It was stated that the events leading to her admission was nausea and uncontrollable high glucose. The mother called back to troubleshoot the insulin pump. The mother stated that the reservoir and the infusion set seemed to be leaking. The mother requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.